Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that on (B)(6) 2018, the patient exhibited shortness of breath (sob) and difficulties to exercise. The symptoms continued for a few days. On (B)(6) 2018, the patient felt chest pressure that progressed into pain and her heart rate slowed down abnormally. The patient was checked in an emergency room (ER). During the consult, the patient stated she had fallen multiple times since the lead first implanted in (B)(6) 2018. Testing revealed the right ventricular (rv) lead 7741/735357 was not capturing, the pacing thresholds were elevated and the patient presented heart block. As result, the ER physician (md) suspected the lead might have perforated the heart wall. Further analysis was performed and a chest x-ray evidenced both the right atrial (ra) and rv leads had no slack. The md determined this suggested there was no perforation, but the patient likely experienced twidller syndrome and the rv lead micro-dislodged. The md noticed the patient touched her pocket constantly and complained of pain the area. The lead was reprogrammed and the patient was discharged. A few days after the visit to the ER, the rv lead was extracted and replaced to resolve the issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. No damage to the lead was noted. Past experience suggests patient manipulation of the lead through the skin (twiddler's syndrome) is a contributing factor to observations such as the reported.

Event description:
It was reported that on (B)(4) 2018, the patient exhibited shortness of breath (sob) and difficulties to exercise. The symptoms continued for a few days. On (B)(6) 2018, the patient felt chest pressure that progressed into pain and her heart rate slowed down abnormally. The patient was checked in an emergency room (ER). During the consult, the patient stated she had fallen multiple times since the lead was first implanted in (B)(6) 2018. Testing revealed the right ventricular (rv) lead 7741/735357 exhibited loss of capture (loc) and the patient presented heart block. A perforation was suspected. Further analysis was performed and a chest x-ray evidenced both the right atrial (ra) and rv leads had no slack. A physician determined this suggested there was no perforation, but the patient likely experienced twiddler syndrome and the rv lead micro-dislodged. The md noticed the patient touched her pocket constantly and complained of pain the area. The lead was reprogrammed and the patient was discharged. Three days after the visit to the ER, a surgical revision was performed wherein the rv lead was extracted and replaced to resolve the issue.